Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: battery compartment is cracked from threads to seal case. Unrelated to the complaint, the battery cap is damaged/stripped, the display is dim/fading/reddish, the contrast/up/down buttons respond intermittently, d and contamination was found under all key contacts. Battery cap is damaged/stripped. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue: battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.